Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 4x daily and manages her diabetes with novolog insulin. The patient continued to follow her usual diabetes management routine. The alleged issue began about a month prior to contacting lfs. The patient denied developing symptoms or receiving medical treatment due to the alleged issue. The patient confirmed she was able to continue testing her blood glucose on another device. The patient reported her blood glucose has been reading between '120-200 mg/dl' with the other device. At the time of troubleshooting, the cca noted the correct test strips were being used with the subject meter. There was no indication of misuse. The cca tried to walk the patient through resolving the alleged issue. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient denied developing symptoms or receiving medical treatment. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.